Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. Per pfn report, the device isn't available for return because ¿it was probably too damaged¿. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture discovered by systemic assessment / medical surveillance. The device has been explanted. This relates to the left side.